Event description:
The patient appeared to have had an infected abdominal wound as per examination/palpation on (B)(6) 2011. A refill/programme date was reported as (B)(6) 2011/13:35 draining from the abdominal incision was noted. The patient's device was explanted on (B)(6) 2011. Bactrim ds (800mg - 160 mg) was administered orally every 12 hours beginning (B)(6) 2011. The patient's outcome was noted as having resolved without sequelae as of (B)(6) 2011. Drugs administered via the pump were compounded baclofen, dilaudid and bupivacaine.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implant: (B)(6) 2005, explant: (B)(6) 2011.